Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis that did not require medical intervention. Tandem technical support made multiple follow up attempts with the customer, however, no response received.